Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level was 540mg/dl. Customer current blood glucose level was 114mg/dl. Customer experienced symptoms such as felt like crap. Customer was treated injections. Troubleshooting was performed. Based on customer report customer does not allege pump was under delivering. The product will not be returned for analysis.